Manufacturer narrative:
The handpiece has been returned to the mfg site for investigation with no fault found with the handpiece. The investigation included performance, amplitude and safety testing of the handpiece. A new tip was fitted and the handpiece was returned. The tip was confirmed as broken. We know of three possible causes of tip breakage: contact of an energized selector tip with any hard plastic or metallic surface. Such contact may over stress the tip. The selector handpiece is not fully primed with irrigant before ultrasonic power is applied. We believe that this is the most probable cause of this reported incident since a loud noise was heard before the tip broke. This would be indicative that there was no irrigant surrounding the tip. All screwed joints are not adequately tightened during handpiece assembly. Failure to do so may result in either failure of the handpiece to operate consistently or over stress the tip. We have not received any other reports of tip breakage for this part number of tips.

Event description:
During a liver operation, a report that the tip was broken while in use. First there was a loud noise, and then the tip broke. It was reported to be the first time use of the tip. No pt injury was reported, the broken part of the tip was found in the abdominal region. The handpiece and tip will be returned to the service centre for investigation. The customer is requesting to check the handpiece and replace the tip.